Event description:
It was reported that the reservoir had air bubbles that were about 1 cm in length. The caller stated that the air bubbles had occurred after the fill process and pre-filled reservoir were in use, which is not recommended. The caller did not know the blood glucose reading. Advised replacement of the reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.